Manufacturer narrative:
Results of investigation: a vyaire failure analysis technician was able to verify the customer's reported issue. Bench testing revealed a malfunctioning thumb wheel. The thumb wheel was replaced and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has received the suspect device for evaluation. However, the results of investigation is not available. A follow-up report will be submitted when the results of investigation become available.

Event description:
It was reported to vyaire that when the set max paw thumb-wheel was touched on the 3100a device, the pressure dumped, and the oscillator stopped while connected to a patient. The customer confirmed that there was no patient harm associated with the reported event.